Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 924256, lot# 082205317a, product type: accessory. Device analysis of device stimloc burr hole cover (lot # 082205317a) revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was indicated there was an attempt to rotate and fix a screw on the base of the stimloc but failed to fix it on the cranial bone. The physician's observation on causality was "product." There was no surgical intervention and none was planned. The product was replaced with another one. It was reported the patient outcome was alive with no injury. Additional information received reported no other interventions had been done. The spare device was used to complete the surgery without any issues. The cause of the stimloc issue was undetermined. No complications were reported/anticipated.